Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 error, no image, and white residue in air/water channel. A root cause could not be identified. Based on the results of the investigation, he most probable cause of the reported malfunction, e315, and no image is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the white residue in the air/water channel, the identity of the foreign material (white residue) and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a connection error. There were no reports of patient harm.